Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastrectomy procedure, the staples did not fire properly which lead to an opening when performing the procedure. The device partially fired so to fix the condition, they used another stapling device. No other adverse events were reported.